Event description:
Patient reported left side "leaking." Healthcare professional later reported deflation. Healthcare professional reported "valve delaminated from shell." Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-breast and delamination-breast: observed, total delamination assessed as adhesive failure. As per the investigation procedure particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking", deflation.

Event description:
Patient reported, left side "leaking". Later, healthcare professional reported, deflation for left side. Device was explanted.

Event description:
Patient reported left side deflation. Later, healthcare professional reported deflation for left side. Device was explanted. Hcp reported "valve delaminated from shell" for left side.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, h.6.